Event description:
It was reported that during shoulder cuff repair surgery, the anchor broke, it removed and changed a same new one. No patient injury or significant delay were reported.

Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the inserter shows the inner shaft is bent approximately 45 degrees. The anchor is cracked and bent at its proximal end. The anchor appears to be missing a small fragment. The condition of the inserter and anchor indicates axial alignment was not maintained during insertion. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith+nephew mallet to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface.